Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap an unspecified number of patient results were noted to be erroneous due to device contamination. No health impact or consequence reported.